Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy effluent. The patient began "ambulatory" treatment, however, on an unreported date during treatment the patient was hospitalized for the peritonitis event (the same month as onset). The same date as onset the patient was treated with intraperitoneal (ip) vancomycin and ip amikacin (doses, frequencies and duration not reported). The same day the patient was treated with oral fluconazole (dose, route, frequency and duration not reported). On an unreported date the patient was treated with intravenous meropenem, discontinued the month after onset (dose, and frequency not reported). Forty days prior to receipt of this report pd therapy was discontinued. The following day the pd catheter was removed and the patient was "moved" to hemodialysis. At the time of this report the patient was recovering with sequelae. The patient was discharged on an unreported date the month following onset of the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.